Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The needle's electrical malfunction was confirmed as the needle failed investigative testing. Upon disassembly of the needle, damage was found to the wire insulation on the heater wire. As reported in follow up #1: the complaint related needle has not been returned for investigation despite multiple attempts made to retrieve the device. No root cause can be determined and the complaint cannot be confirmed. If the device is returned, a follow up MDR will be submitted with any investigation findings.

Event description:
This is a follow up #2 to report the needle was returned for investigation and the results. As reported in follow up #1: this is a follow up #1 to report that the needle has not been returned for investigation to date. As reported in the initial: it was reported that when active thaw was started on all 4 needles for a kidney case, the physician saw some spasm. When they stopped, the spasm stopped. The physician started to active thaw 1 needle after another, until they found the needle related to the spasm. When it was only this needle on active thaw, they saw the spasm again and more powerful than together with the other needles. The needle will be returned for investigation.

Manufacturer narrative:
The complaint related needle has not been returned for investigation despite multiple attempts made to retrieve the device. No root cause can be determined and the complaint cannot be confirmed. If the device is returned, a follow up MDR will be submitted with any investigation findings.

Event description:
This is a follow up #1 to report that the needle has not been returned for investigation to date. As reported in the initial: it was reported that when active thaw was started on all 4 needles for a kidney case, the physician saw some spasm. When they stopped, the spasm stopped. The physician started to active thaw 1 needle after another, until they found the needle related to the spasm. When it was only this needle on active thaw, they saw the spasm again and more powerful than together with the other needles. The needle will be returned for investigation.

Event description:
It was reported that when active thaw was started on all 4 needles for a kidney case, the physician saw some spasm. When they stopped, the spasm stopped. The physician started to active thaw 1 needle after another, until they found the needle related to the spasm. When it was only this needle on active thaw, they saw the spasm again and more powerful than together with the other needles. The needle will be returned for investigation.